Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer's blood glucose was high with moderate ketones. Elevated blood glucose was address with manual injection.